Event description:
This is a report of a patient who experienced an infection. The infection manifested as abdominal pain, a fever, and cloudy effluent. The patient was not hospitalized but began treatment with unspecified antibiotics for the event. On an unreported date, the patient recovered from the infection. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. If there is any additional relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.